Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported his blood glucose was in the 400 mg/dl range and the insulin pump has been alerting threshold suspend all morning. Last blood glucose was 260 mg/dl. Customer stated, he assumed the sensor glucose was wrong and customer was treating using the sensor glucose instead of the blood glucose. Customer stated that was why he woke up high. The alarm was explained to the customer, customer stated he did not exhibit symptoms of low blood glucose. Customer was advised why alarm triggered if blood glucose was above suspend threshold limit which was set at 60 mg/dl. Sensor versus blood glucose was explained to the customer. No further information reported.